Event description:
Patient was being transferred from the bath to his bed. As the patient was raised above the bath, two clips on the left side of the sling became loose. Two caregivers then proceeded to slide the patient into the bed. He still hung with his right leg in the sling, resulting in a graze behind his knee.